Event description:
It was reported that an arteriotomy closure of the mildly calcified left and right common femoral arteries were attempted using the bi-lateral approach, with two proglide devices with a 6fr sheath, after a peripheral interventional procedure. Reportedly, a cuff miss occurred with the proglide device in both access sites. Manual arterial compression was applied to achieve hemostasis in the left common femoral artery. A second proglide device was used to achieve hemostasis in the right common femoral artery. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was noted in the right and left common femoral arteries. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced, was filed under a separate medwatch manufacturer report reference number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss could not be confirmed as the device was returned with both needles engaged with the cuffs. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. There is no indication of a product quality issue with respect to manufacturing, design or labeling.